Manufacturer narrative:
The insulin pump was received with no missing segments on display screen noted. The insulin pump has cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had cracks around the display window. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.